Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump "several issues." There was no reported adverse impact to the customers blood glucose level. Reportedly, the customer declined follow-up from tandem technical support to complete troubleshooting.